Event description:
Customer alleges that the clothing guard on the right side broke in half. Customer also alleged that since the clothing guard is missing, her clothing and hand has gotten caught in between the wheel and clothing guard a couple of times. Minor injury alleged. Customer also alleges the vinyl on the arm rests are peeling off and seat upholstery is cracked as well. No injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model trex26r, serial number/date code (B)(4) is approximately 3 years and 6 months old. The owner's manual part number 1110546 rev g (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female with age, height and weight unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged minor injury. The customer alleged malfunction;the clothing guard of the right side of the tracer ex2 broke in half. Her husband made attempts glue the guard back. The attempt came unglued. The customer alleged due to the missing guard, her clothing got caught and incurred minor injury to her hand, a couple of scratches. There is a potential for injury as a result of missing clothing guard.